Event description:
It was reported that during a case the monopolar electrode cable would not work and there were wires showing. The case was delayed by 1 day, then successfully completed. There were no adverse consequences and no medical intervention reported with this event.

Manufacturer narrative:
The reported event was confirmed and the device was scrapped by the manufacturer.

Event description:
It was reported that during a case the monopolar electrode cable would not work and there were wires showing. The case was delayed by 1 day, then successfully completed. There were no adverse consequences and no medical intervention reported with this event.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.